Event description:
Pt received ertapenem 1 gram intravenously once daily at home for pneumonia for ten days. Their doses were provided using the add-ease binary connector to connect an ertapenem 1 gram vial to a 0.9% sodium chloride 50 ml bag. On 3 days after the patient activated the add-ease system, the medication leaked out of the bag around the add-ease connector. These leaking doses were not infused and the patient experienced no adverse outcomes.